Event description:
The customer alleged the disinfectant reservoir was overflowing. The customer questioned what could cause the reservoir to overflow. Asp tsr suggested that water may be mixing with the disinfectant, possibly due to the waste valve sticking. Or possibly due to the soap that was used, which could cause bubbles that could leak down the overflow tube. The customer checked the tank level, emptied the disinfectant, filled the reservoir with water, and performed several cycles to see if add'l water was flowing back into the tank. Asp tsp recommended replacing the waste valve. The customer later confirmed the reservoir overflowed with a combination of water and disinfectant. No injuries were involved. The customer repaired the unit, and it is currently in operation.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The customer repaired the unit -replaced the waste valve.